Event description:
At the end of a navigated total knee replacement surgery after the tourniquet was released, the surgeon observed that the popliteal artery appeared to have been damaged in the area of the distal femur. A vascular surgeon was immediately called in to successfully repair the artery. The artery had seemingly been pierced by one of the temporary fixation pins used to attach a tracking reference on the femur. The pin(s) was reportedly drilled completely through the distal femoral shaft and into the artery behind the femur. Normally pin drilling is halted once the second cortex is engaged.

Manufacturer narrative:
There are no indications that the design or manufacture of the fixation pin were causal factors for this outcome. The puncture of the popliteal artery was a secondary outcome of the surgeon advancing the guide pin past the posterior cortical wall during the procedure. Per standards of care, the doctor is to determine an appropriate pin location to avoid risk areas, and is also to monitor the advancement of the pin visually and by "feel" (wherein the surgeon adjudges that the increased drilling resistance means the posterior cortical wall has been encountered and stops drilling). This type of outcome is extremely rare and appears to be related to the technique of the end user. Based on the investigation, the need for corrective action is not indicated.